Event description:
The device battery power indicator does not illuminate. Device was not used clinical. No pt involvement as this device was not yet delivered to customer.

Manufacturer narrative:
Device was tested at distributors incoming inspection where fault was detected. Eval of the ventilator confirmed the reported issue. Investigation found the battery pack fuse was blown causing detection of the battery pack not to register on ventilator. Device repair and verified for proper operation then returned.